Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During assembly of revision tray and stem the surgical tech said the revision tibial sleeve clamp would not lock down onto sleeve so it made tightening the stem difficult.

Manufacturer narrative:
Examination of the returned device confirmed the wrench was not functioning properly. The handle intermittently sticks/jams as reported. Previous investigation into this failure found root cause is attributed to excessive torque applied to the handle while tightening stems. In october of 2007, depuy knee marketing posted an article on acessdepuy to address issues in the field related to use of the 217863134 rev fem/tib/sleeve clamp. The article states that excessive forces placed on the clamp during efforts to secure the adapter can contribute to the instrument damage and becoming non-functional. In addition, the article suggests proper lubrication may contribute to keeping the clamp functioning properly. Based on the investigation determination of excessive torquing as the primary root cause and wear out as a likely contributing factor, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.